Event description:
Following revision of the ins and extension in 2009, the device reportedly "stopped working completely" eleven days later. The "remote" (patient programmer) showed the power was on and the battery was at almost full. It was reported the device "doesn't act like before shutting off and on like a bad connection; it doesn't work at all." The pt was still in pain. The pt was taking oral medications. At the prior revision in 2009, the ins and extension were replaced. It now appeared the problem was the lead. The pt had an appointment 3 weeks post-op to see their physician. Add'l info received indicated the pt was seen in the clinic. It was attempted to get the device to work with no luck. Impedances were over 10,000 ohms. The pt reportedly had never had really good coverage. It was confirmed the battery levels were at full capacity. The pt denied being near any high powered electric fields. Eight days later, the pt again underwent surgery. The old lead was cut because it was too scarred down to remove. A new lead was implanted. Follow up indicated 3 days later, the pt was fine and the stimulator was working. Reference MFR report # 3004209178-2009-02739.